Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Retain and batch review were satisfactory. Complaint reviews could not rule out a trend for missing anti-e with one of the donors. This donor was permanently deferred from future use. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Report 1 of 4. Customer false negative reaction with 0.8% resolve panel a lot vra246 with sample from patient,that later ID with anti-e. According to customer, sample was initially tested with 0.8% surgiscreen and customer saw 1-2+ with cell #2. However, during antibody workup, customer saw no reactions with 0.8% resolve panel a, lot vra246. Customer claimed additional testing was performed using 0.8% resolve panel b and anti-e was identified. Daily qc was performed and all results were acceptable. All testing were performed using mts anti-igg gel cards issue started on: (B)(6) 2016; reported 4/1/2016. Methodology used: manual gel. Incubation time (for manual test only): 15 min. Test repeated: yes, using original work-up. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Pipette used: all mts compatible equipment. Cts discuss titer level of antibody and donor e+ cells. However, customer felt that the e+ cells should have reacted with antibody.